Event description:
The customer contact reported a cracked canister; subsequently, a loss of suction was noted. At an unspecified time, the device was to be used for an unspecified procedure. It was reported that prior to patient use when the vacuum was started, the suction liner did not expand. During visual examination at the user facility, cracks on the t-side of the canister were noted. The canister was replaced. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.